Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received a blank display. The blood glucose level was 94 mg/dl. Customer also stated that the insulin pump had a battery out limit alarm. Customer stated that the contact on the battery cap was not missing or damaged. The product will not return for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, weak battery, low battery, battery out limit or failed battery test alarms during testing.(B)(4).